Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as a central corneal ulcer." H.6.: as there was no product or lot number provided, no product or lot number provided, no detailed investigation of manufacturing records can be performed.

Event description:
An eye care professional reported a central corneal ulcer in the right eye of a patient associated with wear of night and day contact lenses. Event resolved with no scar and no reduction in visual acuity. No further information is available.